Event description:
The external pulse generator was returned to the manufacturer with no information. It analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found programmer locked when booted. The system fan was noisy and the power supply was noted to be noisy and had a burnt smell. Software was reloaded and the fan and power supply were replaced.